Event description:
It was reported to philips that the system was not booting up. The device was outside of clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the system couldn¿t boot up. The customer declined the service request sent for philips evaluation and repair service. As the customer decline the service request, no additional information was retrieved, and no work performed by philips. The codes were updated based on the investigation outcome.